Event description:
6/5/00: client referred to new choices plus, inc. For a colonic. Note: colonics are self-administered by the client. Colonic devices are low-pressure systems - 1 to 3 psi. The client inserts their own rectal tip, turns on the device and controls the flow of water into their colon. A technician is available at all times with the use of a call button. The client is always in control of their colonic. Clients are always fully trained as to the operation and use of the device. Technician monitors client at 4 minute, 7 minute, and 10 minute intervals. 10:55 a.m.: client starts device. Technician monitors client to see that all is normal with client and steps out of the room. 11:01 a.m.: tech checks on client. Client used approx 6 gallons of water. With client's permission, tech applies light massage. 11:13 a.m.: tech goes in room. "Nothing has let go," explains client. With client's permission tech applies light massage and client releases. Tech instructs again how to turn off device and use call button if needed. Client calls out and both techs enter room immediately. Client has abdominal pain. Tech advises client to turn off device. Client does not. Tech turns device off. Client is then instructed how to get off device and sit on the toilet to finish releasing. 11:20 a.m.: client is off the device and on the toilet. 11:30 a.m.: client demands to get back on the device to continue the colonic and does. Tech does not leave the room. The client is bearing down. Tech advises client not to bear down. Client continues. Tech advises client to turn off device. Client will not do so. Tech turns off device and advises client how to get off device. Tech notices blood in rectal tip and advises client of this. Tech advises client to view the blood. Client declines. Tech sanitizes the device. Tech asks client to view contents in toilet. No blood viewed in toilet. Client asks, "what should I do?" Tech suggests client see the physician. 11:45 a.m.: client lies down on couch, and rests for approx 1 1/2 hours. 2:00 p.m.: client leaves clinic. 6/6/00: tech calls client to see how client is doing. Leaves a message. 6/7/00: client leaves message, needs to schedule another session as soon as possible. Tech returns call and leaves message with client's spouse. 6/8/00: client's referral calls to advise tech that client had surgery. 6/9/00: client's spouse calls to advise tech of surgery and asks tech not to call or visit client. Notes: there has been no contact with client and no communication from the client at this time.